Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: patient experienced hip pain, had imaging done, and trunnion damage to an accolade tmzf was discovered. Revision surgery was necessary.

Event description:
The following was reported: patient experienced hip pain, had imaging done, and trunnion damage to an accolade tmzf was discovered. Revision surgery was necessary.

Manufacturer narrative:
Reported event: an event regarding wear and corrosion involving an accolade stem was reported. The event was confirmed via photographs provided and medical review. Method & results: -device evaluation and results: material analysis, functional and dimensional inspections could not be performed as the device was not returned. Visual inspection - the reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem. From the photograph provided there is clear evidence of wear or "penciling" of the stem in the neck region clinical review: a review of the provided medical records by a clinical consultant indicated: event date: (B)(6) 2020 event description: patient experienced pain, had imaging done, and trunnion damage to an accolade tmzf was discovered. Revision surgery was necessary. Anatomic site: left hip implants involved: v40 cocr lfit head 36mm +10mm, accolade 127 deg size #4.5 stem. Materials reviewed: 09/23/2020: operative report. Revision left hip for mechanical complication. New implants restoration modular stem 19x195 +25mm body, +7.5 mm x 36mm ceramic head and neutral 36mm liner. Posterior approach. Black tissue c/w metallosis in the joint. Metal stained synovium dissected free, cultures taken. Trunnion had damage. Burr and osteotomes to remove stem. But had to do eto. Liner was damaged and had metal staining. Cup stable. New liner placed. Modular stem placed. Undated/unlabeled: photo of explanted stem and head. Trunnion with significant wear and starting to pencil. Some corrosion product seen on head junction. Liner with black staining. Stem with obvious ingrowth. Confirmation: a revision surgery can be confirmed. Intraoperatively metallosis was noted as well as trunnion wear. Root cause: the root cause of the revision was trunnionosis/metallosis and trunnion-head junction failure. The cause of the aforementioned issues was likely an lfit-accolade trunnion junction issue. -product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: an event regarding wear and corrosion involving an accolade stem was reported. The event was confirmed via photographs provided and medical review. The exact cause of the event could not be determined because insufficient medical information was provided. Further information such as device return, more medical documentation, patient history, demographics are needed. If additional information are received, this investigation will be reopened and re-evaluated.

Manufacturer narrative:
Reported event: an event regarding fretting involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, functional and dimensional inspections could not be performed as the device was not returned. Visual inspection - the reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem with nothing remarkable to report. From the photographs provided there is no evidence of trunnion damage for the device. Lot ID was presented on the distal end of stem in provided picture and nothing else remarkable. There is no photo to show stem trunnion damage area. Clinical review: no medical records were received for review with a clinical consultant   -product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: an event regarding fretting involving an accolade stem was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient medical information was provided. Further information such as device return, more medical documentation, patient history, demographics are needed. If additional information are received, this investigation will be reopened and re-evaluated. The reported accolade stem stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA.

Event description:
The following was reported: patient experienced hip pain, had imaging done, and trunnion damage to an accolade tmzf was discovered. Revision surgery was necessary.